Manufacturer narrative:
Repeated attempts to get more information have not been successful.

Event description:
The originator submitted a web form requesting our implant failure sheet. The originator did not state if there was an actual problem.